Event description:
The physician noted that he attempted to use four different neurons, but found them kinked and unusable.

Manufacturer narrative:
Technical eval: the returned units were evaluated and found to have the following: one unit of (B)(4) was found to have its distal section flattened and slightly stretched 8cm in length from the distal tip. The other unit of (B)(4) was not returned. These units may have been damaged during removal from the packaging when the packaging tabs holding the device are not lifted and the device is removed in one motion where the device is stuck in the tabs and flattens. Some of the damage may have been inflicted during the packaging process. The dhrs for these mfg lots have been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04 (lot # l12019) and sub-assembly pn0918-04 (lot # l11845). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l12019) indicated that 100% inspection of the devices resulted in no visual rejects.